Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had fallen and hit the implant area and had pain that comes and goes since then. It was noted that the patient was in a lot of pain and went to the ER and had an x-ray which didn't show anything wrong. The consumer stated that there was no bruising but there was puffiness in the area. Further information received from the consumer reported that they had gone to see a healthcare provider who checked everything and it was working fine. The consumer reported that the patient didn't use it all the time, but when he had pain it does take care of it. It was noted that the patient was still a little tender at the implant site and that the device used to stick out a little and since the fall it didn't stick out anymore. The consumer stated that the implant was working the way it should. On (B)(6) 2016 the patient reported that they had a fall about a year ago and the therapy has been different since then, overstimulation. The patient had also been sore at the implant site since the fall as well. They had an x-ray conducted by their pain health care professional (hcp) after the fall, but everything looked okay. The patient noted another change in stimulation more recently, it was "almost knocking [their] leg off". The manufacturer representative (rep) had the patient lower the stimulation from 3.0v to 0.0v. The patient claimed that they could still feel stimulation while it was set at 0.0v and it was too strong in their leg even at 0.10v. There was a fall in 2015. The patient checked their device with their patient programmer and it showed that the stim was on. They had the ability to change stimulation. The patient no longer felt stimulation at 0.0v and the reported issue was resolved, but was not able to use therapy. The patient was to follow-up with their health care professional (hcp) regarding stimulation issues and implant site soreness/hurting. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.